Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to reset the pump by following up with a charging cable when available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.